Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E.6 initial reporter e-mail: (B)(6). E.7 initial reporter addr 1: (B)(6). H.6 investigation summary: mat: 367839, lot: unknown. Bd did not receive samples or photographs from the customer in support of this complaint. Retained samples could not be tested because the lot number was not provided. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The device history records could not be reviewed because the lot number was not provided. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2e 7.2mg plus blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: on a customer visit to collie a staff member reported that they had experienced underfilling of 4.0ml edta a few weeks earlier. Vol between 1-2ml